Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The ems was called and the patient was taken to the hospital. The patient continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2013 - reuse. Electrode: belt (B)(4) : (B)(6) 2014 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us defibrillator contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The patient was in a rehabilitation center at the time of the event. The patient was conscious at the time of the event. The son pressed the response buttons for his father after the treatment was delivered. The patient received a shock of 9 joules. This reveals that the therapy electrode pads had minimal contact with the patient's skin. A review of the downloaded data confirms that the response buttons were pressed intermittently after the treatment was delivered. The ems was called and the patient was taken to the hospital. The patient will continue to wear the lifevest.